Event description:
Customer had a high incidence of elevated troponin I (tni) results in the range of 0.13-0.39 ng/ml for specimens that had ckmb and myoglobin results or clinical presentation that was inconsistent with elevated troponin results.

Manufacturer narrative:
Fifteen fresh whole blood samples were tested on returned devices from lot w42845 and on in-house retentions of lot w42085 and with the access 2 tni assay. Results were as follows: sample #42 tni=0.14 on lot w42845 and <0.05 on lot w42085 and access=0.01. Sample #42 tni=0.1 on lot w42845 and <0.05 on lot w42085 and access=0.06 unable to determine if it was a true elevated tni result. All other samples gave negative results with both lots and access assay. Customer results were only confirmed with sample #42.